Event description:
It was reported that the lp12 device delivered 2 shocks, but would not deliver the third shock when attempting to defib a patient. An AED was obtained for backup and it did not defibrillate the patient either. The customer cycled power on the lp12 and was able to successfully deliver 2 additional shocks. The patient was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.